Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged at the end of the implant just as the physician was closing the pocket. The physician had trouble finding a position in the ra where the lead would fix, and the final position in the ra where he obtained a good fixation was in a lateral position within the atrium. The physician used 20 rotations on the helix to achieve what he thought was fully deployment of the helix, he was questioning whether we were achieving full extension of the helix in previous attempts to deploy it. No adverse pt effects were reported. This lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event description states this event occurred during implant, but the provided implant and event dates do not match this. Therefore, they will not be reported. This event happened either on or around (B)(6) 2012.